Event description:
It was reported that during a peripheral fevar procedure in the abdominal aorta and side branches, the altatrack guidewire (MDR #3003768277-2021-10502) and altatrack catheter (MDR #3003768277-2021-10501) were used in the right renal artery. After navigation to the right renal artery with a steerable sheath, the physician felt resistance and angiography showed a dissection of the right renal artery. The dissection was treated by placing a longer covered stent than initially planned inside the right renal artery. The patient encountered no hemodynamic instability. The procedure was completed with the suspect device. After the procedure, the physician and the surgeon involved reviewed the angiogram and thought the dissection might have been caused by the tip of the guidewire during catheterization of the target vessel or might have been caused by the blunt tip of the catheter.

Manufacturer narrative:
Blocks d9 & g3: the altatrack guidewire was returned and evaluated by the manufacturer. Blocks h3 & h6: the altatrack guidewire was visually inspected using a light microscope. No damage was observed on the guidewire.

Event description:
It was reported that during a peripheral and altatrack catheter (MDR #3003768277-2021-00001) were used in the right renal artery. After navigation to the right renal artery with a steerable sheath, the physician felt resistance and angiography showed a dissection of the right renal artery. The dissection was treated by placing a longer covered stent than initially planned inside the right renal artery. The patient encountered no hemodynamic instability. The procedure was completed with the suspect device. After the procedure, the physician and the surgeon involved reviewed the angiogram and thought the dissection might have been caused by the tip of the guidewire during catheterization of the target vessel or might have been caused by the blunt tip of the catheter. This adverse event is being submitted because the altatrack catheter and altatrack guidewire were used when the patient experienced a dissection requiring additional intervention.